Event description:
On (B) (6) 2010, a (B) (6) patient/layperson alleged that her onetouch ultra2 meter would not turn on beginning (B) (6) 2010 at night. The serial number was not provided. A pharmacist reportedly changed the battery for the patient (possibly (B) (6) or (B) (6)); however, the meter still did not turn on. The patient visited her physician at his/her office at 6:00 p.m on (B) (6) 2010 where her blood glucose reportedly was 16.9 mmol/l on the physician's meter. The physician advised the patient to take two oral apo-gliciazide tablets rather than one. When the canadian customer care advocate asked the patient if she had symptoms, the patient reportedly responded that she had a 'high sugar level'. Specific symptoms were not provided or the exact date they started, reportedly after the alleged issue began. Unable to speak with the patient, the canadian specialist sent the patient a letter. The patient has not yet responded. Because the patient refused to troubleshoot the alleged power issue with the cca, the complaint could not be resolved. The complaint is reported since the patient implied that she developed high blood glucose symptoms when unable to test. The cca replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.